Event description:
The device was used during an appendix procedure. Reportedly, the suture broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA.